Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with laparoscopic hysterectomy and cystoscopy due to sui, persistent menorrhagia. It was reported that the patient was admitted on (B)(6) 2009, due to postoperative bladder perforation. It was reported that the patient underwent a transvaginal repair of vesicovaginal fistula on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/18/2015. It was reported that following insertion the patient experienced organ perforation, fistulae and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a transvaginal vesicovaginal fistula repair on (B)(6) 2009 for presence of a vesicovaginal fistula. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent transabdominal vesicovaginal fistula repair on (B)(6) 2009.